Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. D06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic migraine and hypertension. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("aub") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, abnormal uterine bleeding and dyspareunia outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: trailing coils: left: 1, right 3. Failed medical management with ocp¿s and depo-provera. Lot number: d06931, manufacture date: 2014-09, and expiration date: 2017-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. D06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic migraine and hypertension. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("aub") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, abnormal uterine bleeding and dyspareunia outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: trailing coils: left: 1, right 3. Failed medical management with ocp¿s and depo-provera. Lot number: d06931. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.